Event description:
It was reported the patient had a cardiac arrest, with several detected vf episodes (one lasting greater than 5 minutes). The patient was reported as unconscious, intubated and in critical condition. It was also reported the physician had previously ordered the device vt/vf therapies disabled at the patient's request for fear of shocking. The physician requested the vf therapies be reenabled. It was further reported that one of the stored episodes showed intermittent undersensing of some fine vf qrs events. All impedances were n the normal range. While still in the hospital, two vf episodes occurred that required external defibrillation which were successful in terminating the rhythm. The device and lead remain in use. No further patient complications were reported.

Event description:
It was reported the patient had a cardiac arrest, with several detected vf episodes (one lasting greater than 5 minutes). The patient was reported as unconscious, intubated and in critical condition. It was also reported the physician had previously ordered the device vt/vf therapies disabled at the patient's request for fear of shocking. The physician requested the vf therapies be reenabled. It was further reported that one of the stored episodes showed intermittent undersensing of some fine vf qrs events. All impedances were n the normal range. While still in the hospital, two vf episodes occurred that required external defibrillation which were successful in terminating the rhythm. The device and lead remain in use. No further patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 1- ventricular nst (non-sustained tachycardia)=210 ms average v-cycle on (B)(6) 2010 13:23:41. Ventricular short interval count v-sic=146 counts, in 0.15 day, on (B)(6) 2010 in the timeframe between 11:12:26 and 14:46:15.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.